Event description:
It was reported that air bubbles were observed in the patient line during the initial drain on the home choice (hc) device, while the home patient (hp) was connected. During troubleshooting with the technical service representative (tsr), the hp stated that they did not know whether they pressed go to start therapy before connecting for therapy. The tsr explained that therapy should be initiated after connected. The hp was to complete therapy with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.